Event description:
It was reported that during analysis of stored egms during a follow up, some vt/vf episodes were successfully treated with atp, but in some cases, atp accelerated the arrhythmia. Additionally, during the vt/vf episodes, some cardiac events were undersensed. The physician reprogrammed the vt binning parameters in the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.